Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. A potential root cause for this type of failure could be "misconnection of supply and return lines". However, there was insufficient information to confirm this potential root cause. The lot number is unknown; therefore, the device history record could not be reviewed. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they have a patient in normothermia on the arctic sun device. Earlier the device was alarming low flow, nurse tried following the troubleshooting and added water to the device. Eventually the flow rate resolved. Nurse states they had to pause therapy for the patient to go to a procedure. They were trying to resume therapy, but the device kept alarming 01 (water reservoir below minimum) and 02 (low flow) and air leak, water flow rate was 0 l/min. Nurse provided s/n dyzby031. Confirmed they have four pads connected. Had nurse pause therapy and disconnect pads. Walked nurse through placing device in manual control. Without pads monitor temperature (t1) was 9.4c, outlet control temperature (t2) was 9.3c, inlet temperature (t3) was 12.7c, chiller temperature (t4) was 5.7c, water flow rate was 1.6 l/min, inlet pressure was -7.5psi, circulation pump commend was 64%, mixing pump commend was 98%, heater commends was 0%, water reservoir level was 5, system hours 2,843, and pump hours 2,589. Had nurse attach pads one at a time holding blue tubing and not the clear clamps. Right chest was water flow rate was 2.1 l/min, inlet pressure was -6.6psi, circulation pump commend was 86%. Added right leg water flow rate was 2.4 l/min, inlet pressure was -5.6psi, circulation pump commend was 100%. Added left chest: water flow rate was l/min, inlet pressure was -6.4psi, circulation pump commend 100%. Added left leg: water flow rate was 2.3 l/min, inlet pressure was -6psi, circulation pump commend was 100%. Walked nurse through disabling manual control and resuming therapy, water flow rate primed to 2 l/min. Informed nurse the flow rate was adequate for therapy, the pump was working harder. Suggested if they no longer need the device after therapy, have biomed evaluate the device. Informed nurse to keep an eye on flow rate and call back with any issues or alarms. Discussed filling device with pads attached and relation to overflow. Recommended nurse watch to make sure no issues with warming water.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that they have a patient in normothermia on the arctic sun device. Earlier the device was alarming low flow, nurse tried following the troubleshooting and added water to the device. Eventually the flow rate resolved. Nurse states they had to pause therapy for the patient to go to a procedure. They were trying to resume therapy, but the device kept alarming 01 (water reservoir below minimum) and 02 (low flow) and air leak, water flow rate was 0 l/min. Nurse provided s/n dyzby031. Confirmed they have four pads connected. Had nurse pause therapy and disconnect pads. Walked nurse through placing device in manual control. Without pads monitor temperature (t1) was 9.4c, outlet control temperature (t2) was 9.3c, inlet temperature (t3) was 12.7c, chiller temperature (t4) was 5.7c, water flow rate was 1.6 l/min, inlet pressure was -7.5psi, circulation pump commend was 64%, mixing pump commend was 98%, heater commends was 0%, water reservoir level was 5, system hours 2,843, and pump hours 2,589. Had nurse attach pads one at a time holding blue tubing and not the clear clamps. Right chest was water flow rate was 2.1 l/min, inlet pressure was -6.6psi, circulation pump commend was 86%. Added right leg water flow rate was 2.4 l/min, inlet pressure was -5.6psi, circulation pump commend was 100%. Added left chest: water flow rate was l/min, inlet pressure was -6.4psi, circulation pump commend 100%. Added left leg: water flow rate was 2.3 l/min, inlet pressure was -6psi, circulation pump commend was 100%. Walked nurse through disabling manual control and resuming therapy, water flow rate primed to 2 l/min. Informed nurse the flow rate was adequate for therapy, the pump was working harder. Suggested if they no longer need the device after therapy, have biomed evaluate the device. Informed nurse to keep an eye on flow rate and call back with any issues or alarms. Discussed filling device with pads attached and relation to overflow. Recommended nurse watch to make sure no issues with warming water.